Manufacturer narrative:
This record is being filed in an abundance of caution. At the time of this filing, no malfunctions or deficiencies have been alleged. Invacare was made aware of this event that occurred in the (B)(6) with a rea azalea wheelchair. This record was created due to the u s. Manufactured solara 3g being similar in design and would likely to have the same adverse outcome as this event. Invacare does not know the age of the device, so the manufacturing facility is unknown. The solara 3g, was at one time manufactured at invacare (B)(4), and then manufacturing was moved to invamex, the rea azalea has not been returned to invacare (B)(4) for an evaluation. If more information becomes available a supplemental record will be filed.

Event description:
Invacare was notified a patient has died while in the rea azalea wheelchair, in what we believe is a cigarette related fire.